Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited inappropriate shock. It was also found from x-ray that the lead was dislodged. During lead revision procedure the lead helix was not able to be retract. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of inappropriate shock was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil inside the connector region was over torqued. After cleaning, the helix could be extended and retracted when torque applied to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the inner coil over torqued. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.